Event description:
The account alleged the nurse call and lighting are not functioning. No pt impact.

Manufacturer narrative:
The technician found damaged pins in the power control board assembly for the side com. The technician replaced the side com board to resolve the issue.